Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, energy arced from the maryland bipolar forceps instrument during use. The surgeon noted that there was a burn mark on the insulation of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed as soon as arcing was recognized by the surgeon and replaced with a different instrument. The customer was unable to provide information regarding if other instruments were in use or if the tips of the defective instrument was in contact with tissue. The instrument was properly connected. There was no harm or injury to the patient. The surgeon did not know what caused the instrument to arc.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.